Event description:
The customer reported that when trying to change the date the enter button will not work and the charge button is not working intermittently.

Manufacturer narrative:
(B)(4). The customer reported that when trying to change the date the enter button will not work and the charge button is not working intermittently. The device was evaluated at philips. The reported symptoms could not be reproduced. There was no trouble found with the device. Based on the customer report we are considering this a malfunction but cannot determined the cause because the symptoms could not be reproduced.